Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that threads from a 4.0mm cannulated screw long thread/44mm screw were uncoiled. Some of the threads were left in the patient¿s ankle. The damaged screw was removed, the bone was tapped, and a new screw was implanted. Retrieval of the threads would have resulted in loss of bone in the process. There was a five minute surgical delay. The procedure was successfully completed. This report is for the cannulated screw. This is report 1 of 1 for complaint (B)(4).